Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative evaluated the system. It appears that the reference frame was moved after the imaging spin, causing the inaccuracy. A full system checkout was successfully completed, with all checks passing. The system is fully functional.

Event description:
A medtronic representative reported that during a spinal fusion case, the navigation system was discovered to be 2-3 mm inaccurate. Site discontinued use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. Procedure was successfully completed, with no adverse effect on patient outcome.